Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the aviva meter within 10 minutes: 9:56 = 95 mg/dl; 10:05 = 441 mg/dl; 10:05 = 237 mg/dl; 10:06 = 161 mg/dl; 10:08 = 134 mg/dl; 10:08 = 116 mg/dl. No adverse event reported. No product will be returned; test strip vial is empty. And replacement was sent.

Manufacturer narrative:
The lot number reported by the customer was not a valid lot number at the time of the complaint. An attempt to get the correct lot number from the customer was unsuccessful because the customer discarded the used vial rather than returning it to the manufacturer. Because it was not a valid lot number at the time of the complaint have been updated and the coding has been updated to reflect that there is not retention information available for the invalid lot number.